Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports broken live pin on the power cord.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿broken live pins on the power cord¿. The unit was triaged and the customer¿s reported condition was confirmed that the mains lead is broken. The power cord was replaced and the device fully checked for functionality according to manufacturer's guidelines. The scd express unit was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2005 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device has been updated from 95251 to 95251s. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports broken live pins on the power cord.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.